Event description:
Report received of a filter leak requiring two changes of the filter extension sets. The extension set was connected distal to the primary omni-flow pump set, infusing tpn via a central catheter at an unknown rate. The infusion was begun at approximately 9pm, and leakage at the filter vent was noted the following day shift. It was initially reported that there was no adverse event, fever, infection, known drop in blood sugar or symptoms of hypoglycemia. Additional information was received which reported the patient developed a staph aureus line infectioin which was subsequently treated with i.v. Oxacillin. The patient's "liver enzymes rose to 900 and 1500". The line infection cleared, and the antibiotic was switched to ancef. The liver enzymes returned to baseline, and the customer specified there was no adverse patient sequelae. Although requested, no additional information was provided.